Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field engineer replaced the usm#3the system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings).

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that a self-test failure had occurred on arm 3 and no errors were reported. The tse had the user perform a hard power cycle, but the issue remained. The tse then had the user check all axes of the manipulator, and the user identified a cable blocking the insertion rail; after the cable was removed, the issue was resolved. However, the user observed physical damage on arm 3, rendering the arm unusable. The user disabled arm 3 and continued with the procedure using the remaining arms. No known impact or patient consequence was reported.